Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery using the msp metatarsal shortening system, the screw driver tip broke off into the head of the screw during final tightening of the screw. The tip of the driver was not removed. The surgery was completed . No patient complications were reported.